Event description:
The pt underwent a coronary intervention, followed by deployment of an angio-seal device to seal the arteriotomy site. The pt was transferred to the unit with good distal pulses. Upon ambulation (time unk) the pt complained of severe pain in the right leg and groin and diminished distal pulses were noted in the right leg. The pt was transferred to the cardiac catheterization lab for treatment; fluoroscopy revealed a total occlusion in the common femoral artery. The physician passed a .014 guidewire distal to the occlusion and inflated a coronary balloon which resulted in good distal pulses. The pt was transferred back to the floor and was reportedly recovering.